Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the green cap (pull ring) on the patient line of an unspecified quantity of amia automated pd cycler sets were "extremely loose and comes off easily¿. This was observed during unspecified steps of peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with these events. No additional information is available.